Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced an infection in the ipg pocket and around the leads (related manufacturer reference numbers: 1627487-2024-09708, 3006705815-2024-05167, 3006705815-2024-05168, 1627487-2024-09710). The patient was hospitalized and treated with both oral and IV antibiotics. To address the issue, the entire system was surgically explanted.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not received.